Event description:
Report received from distributor: "mr730 heater was connected to ventilator and therapist noticed smoke and burning smell coming out of the heater and through the ventilator fans. Heater was removed from vent with no injury to pt."